Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac artery, during lesion pre-dilatation, the fox plus balloon ruptured at 10-11 atmospheres. The balloon was completely removed without difficulty, and there was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.